Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One bone profiler w/guide pin 5mm(d) x 6mm(p) (bp560) was returned for investigation. Visual/physical evaluation of the as returned product identified that the device head was damaged possibly during removal procedure. Damages sustained during removal are not considered a malfunction of zimvie devices. Functional testing was performed with in-house mating implant. The device functioned as normal. Pre-existing condition noted on the per was low bone density ¿ type iii. The procedure was taking place on tooth 46 (fdi). DHR review could not be performed since the lot numbers were not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. A complaint history review by item number was conducted for the items (bp560 & nt511) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported products for similar events (complaint category keyword: does not disengage/release). Therefore, based on the available information, device malfunction did not occur for the guide pin. Device malfunction could not be verified for the bone profiler and implant and the reported event was unverifiable.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that guide pin for bone profiler got stuck inside the implant. Forceps had to be used to remove the pin. There was no impact to the patient, the implant remains placed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Patient weight unknown / not provided. Additional device information unknown / not provided. Device manufacturer date unknown / not provided.